Event description:
A consumer reported poor distance vision following intraocular lens (iol) implant surgery. He stated he went to a retinal specialist and was told everything was fine. He reported he "does not blame the iol for his poor vision, but believes his issue is due to the miscalculation of lens power by his surgeon." The consumer did not provide the surgeon's contact info; therefore, no f/u could be conducted.

Manufacturer narrative:
Eval summary: the lens was not returned for analysis. Results from the product history review indicated the lens met release criteria. The root cause could not be identified by the investigation. The consumer did not provide the surgeon's contact info; therefore, no f/u could be conducted. (B)(4).